Event description:
The customer contacted baxter?s technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) assisted the home patient (hp) to check all her lines and bags to make sure they are all connected properly. The hp stated the supply bag was not connected all the way. The tsr then explained the se 22240. The tsr then explained the alarm and assisted the hp to cycle power off and on to clear the alarm. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement.product surveillance contacted hp on 9/08/2011 regarding the system error 2240 alarm. The hp reported that the issue was resolved by ending therapy for the night. The hp confirmed that the supply bag was loose. Per hp, there were defects on the supplies. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp?s dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). Complaint is confirmed and the assignable cause is patient did not connect supply bag all the way (loose connection). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA/ncr: (B)(4) and (B)(4).